Event description:
It was reported after the pt's ipg was implanted, he did not recharge his system. As a result, the pt's ipg is inoperable and is unable to communicate with external devices. The sjm representative met with the pt and confirmed this issue. The pt will undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.